Event description:
It was reported that the customer dropped the insulin pump on accident. Afterwards, the display on the insulin pump went blank. The reported blood glucose reading was 124 mg/dl. Troubleshooting was performed, but the display could not be restored. Nothing further was reported.

Manufacturer narrative:
The display was blank due to a broken solder joint on the interface board.